Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, the customer called a technical support engineer (tse) back and reported that they were still getting error 48100 on the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module audio / video (pmav) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis because of an error of 48100. The reported issue was confirmed but unable to replicate. In logs, error 48100 was found indicating the pmav reported a recoverable error on channel 3 (leaf 4). An external dvi video device or a cable connected to the pmav may be causing this error, confirming the fault occurred in the field. Upon visual inspection, all the connectors were damaged and needed a replacement. The unit was then installed and programmed onto the golden system where the unit functioned as expected, no error triggered during startup of the system. The system then ran 10 power cycles, but the reported complaint was unable to replicate, no error 48100 was triggered in the error logs. The pmav was tested with external monitor with no issue. The unit was found to be fully functional.